Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax while the cryobiopsy (1.1 mm erbe cryoprobe) was being performed. The targeted lesions measured 5x5 mm right lower lobe (rll) and 5x13 mm right upper lobe (rul). The distance of the lesion to the pleura was 3 mm (rll) and 5 mm (rul). Cbct imaging revealed a 4 cm pneumothorax, so the physician immediately placed a 14 french thoracic drain on the right side, allowing the procedure to be completed as planned. After this intervention, the patient's condition stabilized, and they were transferred to the regular ward for the standard 2-day observation period per hospital protocol. The patient was discharged home with no further complications. No malfunction of the ion system, instruments, or accessories was reported.